Manufacturer narrative:
It was reported that the tubing became disconnected at y-juncture. The reported suspect model 2420-0007 lot unknown was shipped by the customer and was documented by bd/torrey view headquarters as received on 24jun2020 but did not arrive at the receiving laboratory. A thorough and extensive search was performed throughout san diego bd facilities that would be responsible for receiving the product. Unfortunately, the 2420-0007 product returned for investigation was not able to be located. Should the product be located at a later date, the complaint will be re-opened for investigation. A device history record could not be performed due to no lot number was provided by the customer. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material #: 2420-0007, batch #: unknown. It was reported that the tubing became disconnected at y-juncture.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material #: 2420-0007 batch #: unknown it was reported that the tubing became disconnected at y-juncture.